Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was placed during a vaginal support procedure on (B)(6) 2013. As the physician was trying to remove the sleeve from one of the leg assemblies following placement, the mesh tore about 2 cm down and a portion of the leg assembly detached inside the patient. The physician retrieved the detached portion and completed the procedure with this uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure. Reportedly, the incident occurred because the physician was unfamiliar with the revised sleeve removal process for the uphold lite.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not returned for analysis. Visual analysis of the returned mesh assembly revealed that the lead suture with the needle at the end was missing from the blue dilator. The dilator was broken off at the distal end, and was torn lengthwise from the break to 1 cm from the dilator-to-sleeve bond. The detached portion was not returned. The mesh was not damaged. Most likely, there was difficulty passing the dilator through the sacrospinous ligament, and the tensile force on the device caused the breakage.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was placed during a vaginal support procedure on (B)(6) 2013. As the physician was trying to remove the sleeve from one of the leg assemblies following placement, the mesh tore about 2 cm down and a portion of the leg assembly detached inside the patient. The physician retrieved the detached portion and completed the procedure with this uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure. Reportedly, the incident occurred because the physician was unfamiliar with the revised sleeve removal process for the uphold lite.